Manufacturer narrative:
This report is being filed as a voluntary distributor report. The reported device was returned to conmed on 04january2021, however, the manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. The device in question will be forwarded to unimax medical systems for formal evaluation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report. The sales representative reported on behalf of the customer that the sb534 was being used during a robotic laparoscopic hysterectomy procedure on (B)(6) 2020 when it was reported "part broke off in patient and was removed with no injury." There was no report of injury, medical intervention or hospitalization for the female patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.